Event description:
Reporter alleged obtaining discrepant blood glucose results of 128 mg/dl back to back with a result of 369 mg/dl when tests were performed less than 5 minutes apart on the compact system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.